Manufacturer narrative:
Additional information: b1, b2, b5, b6, d9, d6b, g3, h1, h2, h6.

Event description:
New information received notes lead fracture and inappropriate sensing was found on the right ventricular (rv) lead. High defibrillation impedance was also noted. The physician elected to explant and replace the lead. There were no patient consequences.

Manufacturer narrative:
The reported events of noise, high defibrillation impedance, sensing issue, and conductor fracture were not confirmed. Only the distal end of the lead was received for analysis. Visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure. All damage noted to returned partial lead was consistent with occurring at time of procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net. It was discovered that the right ventricular (rv) lead was exhibiting noise. Programming changes were made. Patient was in stable condition.